Event description:
The customer and fe reported the system displayed a bv camera error message and thereby failed to display an image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.